Event description:
It was reported that a malfunction alarm occurred. Customer noted that the pump may have been splashed on while they were by the river. Customer's blood glucose level was 214 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
B5: replace statement. H10: add the following statement - per tandem's user guide: your t:slim x2 pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 214 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.